Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) would not calibrate and the data was inaccurate. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.